Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was most likely caused by the following the reprocessing after the previous case being inappropriate. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the air-feeding function and inspection of the objective lens cleaning function." 2) "warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." 3) "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." 4) "clean the external surface, immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution. Remove detergent solution from all channels." 5) "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair engineer noted that the nozzle was not deformed but was clogged with a kind of yellow impurities. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, ¿air/water cannot pass the device smoothly¿. The issue occurred during reprocessing, during a leakage test for regular maintenance and no procedure was involved. There was no patient harm reported. No user injury reported. Device evaluation found the device nozzle was clogged with a kind of yellow impurities.